Manufacturer narrative:
Date of birth: unknown/ asked but not available. Weight & ethnicity: unknown/ asked but not available. Telephone number: (B)(6). Health effect - clinical code 4581: no code available (incision enlargement). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a kinked haptic following insertion into the patient's operative eye. Loading of the iol was the issue. The iol was removed and replaced with the same model lens. Incision was enlarged and sutures were required. No further information received.